Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device were implanted in this patient. It was noted that the patient had previous lung issues and a rotated heart. Efforts to implant a dextrus atrial lead were unsuccessful as the patient also has paroxysmal atrial fibrillation (af) and was having difficult breathing. Therefore, the implant procedure was aborted. Following the procedure, the patient was experiencing some respiratory issues and an x-ray revealed a pneumothorax. The physician suspected the pneumothorax occurred during the stick to get initial access. One day post implant the patient was improving and no other issues were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.